Event description:
The table intermittently does not retract when the table is angulating and the table hits the floor. A pt was not involved and no injuries were reported. The main concern is for possible injury to healthcare provider should the user foot be caught between the floor and the table.